Event description:
A malfunction was reported on a pump by the customer, though no notable events occurred before the issue. It was unclear whether there was any adverse impact on the customer's blood glucose level as this information was either unknown or not provided. Technical support assisted the customer in resetting the pump, and after resetting, the malfunction code did not appear again. The customer could continue using the pump and was advised to reach out if the malfunction reoccurred.